Manufacturer narrative:
Concomitant medical products: ddmc3d1 ICD, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after a routine device replacement there was an alert for high pacing right ventricular (rv) lead impedance. One day later the rv lead had undefined high impedance. The following day the impedance returned to a normal range. An x ray revealed appropriate placement in the device header and provocative testing was negative for noise. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.